Event description:
Patient reports pump serial number (B)(4) alarmed 'no disposable, pump won't run' while they were sleeping last night ((B)(6) 2021). Pt tried detaching and reattaching cassette (lot number unknown] and it would not run. Pt was able to switch to back up pump with new cassette. No side effects reported. Replacement pump is being dispensed. Is the actual pump available for investigation? No. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we [MFR] place the cassette? No; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.